Event description:
It was reported that the ilet user¿s caregiver received an alert in the bionic circle app while the user¿s blood glucose was 266 mg/dl and steady after a larger holiday meal with desserts; the agent assessed that the alert was likely a no-data notification due to the user being too far from the phone, consistent with a connectivity interruption rather than a device malfunction. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention beyond home monitoring, and no hospitalization. Investigation included review of event details and user education on monitoring and connectivity. Investigation of this case revealed that the reported alert aligned with a no-data condition from loss of bluetooth proximity and that hyperglycemia was temporally associated with increased carbohydrate intake. It was concluded that the device functioned as designed, the event was user and situational in nature, and no device failure was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.